Manufacturer narrative:
The device has been discarded. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Concomitant product - 28 cm (11") add-on set w/2 clave®, vented cap, ln 011-h3314, lot number 4866115, MFR ICU medical; primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm, ln 140019291, lot number 4495817, MFR ICU medical; plum 360 pump, ln 30010-29-13, sn (B)(4), MFR ICU medical, paclitaxel/carboplatin, MFR unk.

Event description:
The event involved a 43 cm (17") amber transfer set w/chemoclave® additive port, rotating luer, filter cap, 10 units where there was a leak noted during a chemotherapy infusion. The device was connected to an add-on set and a primary plumset and was infusing an unspecified concentration of paclitaxel/carboplatine via a plum 360 pump. A major leak of chemotherapy was found to have leaked on the floor from the connection between the transfer set and add-on set and was cleaned per protocol. There was no medical intervention required. Although there was a delay in therapy reported and an incomplete administration of the medication, there was no patient harm and no blood loss reported.

Manufacturer narrative:
H10 - no product samples were returned for investigation, however, a photograph was provided and evaluated. The photo shows one transfer set that is connected to a clave. Leakage can be seen at the connection point of the male luer of the transfer set and the female luer of the clave. No damage or anomalies are clearly visible in the images provided. The device history review for lot number 4734811 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. However, the reported issue was previously confirmed for the same male luer purchased part lot number. The reported complaint of leakage can be confirmed. The probable cause of the leakage is due to a molding anomaly on the male luer post created during the molding process at the supplier¿s facility.